Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The system resets occurred during other transient elevated power states which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable device was found to be operating in safety mode. Due to the switch to unipolar sensing, over-sensed noise resulting in pacing inhibition occurred. This was exacerbated by the patient's pacemaker-dependency which resulted in asystole and a subsequent syncopal episode. The physician performed an emergent surgical device replacement procedure to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Event description:
It was reported that this implantable device was found to be operating in safety mode. Due to the switch to unipolar sensing, over-sensed noise resulting in pacing inhibition occurred. This was exacerbated by the patient's pacemaker-dependency which resulted in asystole and a subsequent syncopal episode. The physician performed an emergent surgical device replacement procedure to resolve the event. The patient was stable with no additional adverse effects. This device is expected to be returned for analysis, but has not yet been received.